Event description:
It was reported that microcatheter was fractured. A direxion hi-flo was selected for use in a hepatic arterial infusion chemotherapy. The catheter was successfully placed, and patient was injected with chemotherapy drugs. During nurse's ward round, the patient complained that there was fluid flowing out of the catheter on the right side, and it was immediately checked and found that the microcatheter was kinked, 2ml of bright red blood could be seen flowing out through the microcatheter. A sterile gauze was pressed at the patient's blooding end and closed the infusion end. Upon checking the spot, it was found out that the microcatheter had cracks in many places and could not be used anymore. The physician removed the microcatheter and adjusted the infusion of chemotherapy drugs through the hepatic arterial catheter. The patient's vital signs were stable under continuous infusion on the spot and the patient was discharged with no complications. The device was disposed at the facility and will not be returned for evaluation.